Event description:
A (B)(6) male underwent a revision, decompression and fusion with extension of fusion from l3-l5 up to l2 on (B)(6) 2014. Bard davol hubless silicone flat drain, ref number (B)(4) was inserted, and removed prior to discharge. No issues noted at drain removal. At post op visit pt complained of right sided hip and groin pain. Noted on lumber xrays part of jp drain which had been removed was present. Removed remaining portion of drain (B)(6) 2014.